Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose exceeded 600 mg/dl due to issues with bent infusion set cannulas. The customer recently experienced a hospitalization due to diabetic ketoacidosis, but he had been off of his insulin pump for longer than 48 hours. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.